Manufacturer narrative:
Corrected information in event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the unit had a high pulse readings. The patient was slightly tachycardic running about 120 and pulse rate jumped up to 235. The nurse put telemetry on patient and nurse noticed that there was difference between telemetry reading and the unit's pulse rate. The customer indicated that there was no patient harm associated with this event. This reported condition of the device would not contribute to a serious injury or death if the malfunction was to recur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a high pulse reading. The patient was slightly tachycardic running about 120 and pulse rate jumped up to 235. The nurse puts telemetry on patient and nurse noticed that there was a difference between telemetry reading and the unit's pulse rate. There was no patient injury.